Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted; the observed distortion of the exposed defibrillator coil likely resulted from inserting the lead through an introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended according to the 6947 technical manual. This distortion likely did not affect device performance; full lead analyzed.

Event description:
It was reported the svc lead coil separated from the lead body at implant attempt. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.